Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, increased pacing lead impedance and high thresholds were observed. The lead was capped and replaced. There were no reported adverse consequences to the patient.